Event description:
Medtronic received information regarding an external drainage and monitoring system. It was reported that several members of the site's staff have stated that the transducer connection felt "flimsy," and the transducers had a tendency to disconnect or fall with slight movement. The site had continued to monitor their drainage systems, ensuring connections were secured and cables were not causing tension. There was a specific instance where a connection loosened over time. It was tight on (B)(6) 2025, but was loose when they checked again on (B)(6) 2026. It was noted that they were using another manufacturer's transducer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.